Event description:
Maquet cardiopulmonary (B)(4) investigated the cardio help-I device. The general functionality was checked and the log-files were downloaded. The display and the unit were fully functional. No malfunction was detected. The reported failure could not be confirmed or reproduced. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that during patient treatment the device touchscreen stopped responding. The screen was able to be unlocked by holding the lock button. The screen reflected changes in rpm/flow with the knob. The screen was not responsive to touch, so could not switch between screens or perform any functions dependent on the touchscreen. The console device was exchanged for another in ten seconds. No reported patient effect. (B)(4). Reference MFR # 8010762-2015-00842.